Manufacturer narrative:
The investigation was based on the reported event and enhanced logfile analysis of the affected evita v500. The log file indicates that there was a communication problem between the cockpit and the ventilation unit at the reported time. This indicates an access problem on the hard drive that caused a boot error during warm boot, causing a temporary loss of cockpit function while ventilation was in progress. In this case, a preventive replacement of the hard disk should be considered. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The soldi state disc (ssd) should be replaced. Other than initially reported, ventilation was not interrupted. Based on the results of the investigation, this case is no longer considered reportable, as neither a death nor a serious injury was caused, nor is it expected to happen in case of a recurrence. The number of failed disk drives reported from the field is within the accepted range as assessed by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the main unit shut down while using this device. After that, the device did not start. This device has been replaced and is currently stored at the repair center. Logs cannot be collected because the c unit does not start. The device alarmed. No patient health consequences have been reported. At this point, a device malfunction that led to the reported shut down cannot be excluded.

Event description:
It was reported that the main unit shut down while using this device. After that, the device did not start. This device has been replaced and is currently stored at the repair center. Logs cannot be collected because the c unit does not start. The device alarmed. No patient health consequences have been reported. At this point, a device malfunction that led to the reported shut down cannot be excluded.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the main unit shut down while using this device. After that, the device did not start. This device has been replaced and is currently stored at the repair center. Logs cannot be collected because the c unit does not start. The device alarmed. No patient health consequences have been reported. At this point, a device malfunction that led to the reported shut down cannot be excluded.